Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before surgery the nurse installed a tourniquet to the patient arm and connected the dual bladder cuff to the ats 2200 tourniquet machine. During inflation, the device was giving an alert to the user, that a leak was detected. Therefore, she checked the connected tubes and cuff and found finally the defect in the cuff. The two bladders are connected. She removed the cuff and used a new one for the patient. There was no impact to the patient. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product/provided pictures identified did not determine any damage to the cuff or tubing. Functional testing of the cuff determined the cuff held air when connected to a known working ats. There were no alarms or deflation issues. The bubble test performed also did not detect any leaks. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.